Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a non-related surgery, the patient received inappropriate hv therapy despite a magnet being placed over the device. Further evaluation is planned. Device remains implanted.